Event description:
It was reported that the patient received inappropriate shocks for noise on the right ventricular (rv) lead and was in pain from it. A lead integrity alert (lia) had triggered due to elevated short interval counts (sic) and high rv pacing impedance. It was also noted that there was no capture at the highest output and a possible fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).